Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device failed for high impedance and does not detect the attached electrode pads complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, power cycling, impedance testing, and functional stress testing without duplicating the report. Internal inspection of the device found no discrepancies. The device was recertified and returned to the customer.review of the device activity logs was not able to confirm the report. No trend is associated with reports of this type.